Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed by a zoll representative onsite. However, the device was put through extensive testing including full functional testing, bench handling and stress testing without duplicating the report. The processor/bridge/pace board was replace as a percaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.